Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. The manufacturer representative met the patient for an appointment to check the status of her primary cell battery. An impedance test was run and electrodes 0, 4, and 5 were out of range. None of them are needed for the patient¿s current and successful programming. The patient confirmed that she had no falls or trauma which may have led to the issue. No actions were taken to resolve the out of range electrodes as they are not needed for the patient¿s current and successful programming. Surgical intervention was not planned or performed. There were no patient symptoms or complications reported.